Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that patient was admitted and spent the prior twenty-four hours (24hrs) getting CT at stroke center, which showed legion in right frontal caudal lobe from prior stroke but nothing new. It was stated that the symptoms resolved. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Tia is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that patient was admitted on (B)(6) 2013 and spent the prior twenty-four hours (24hrs) getting CT at stroke center, which showed legion in right frontal caudal lobe from prior stroke but nothing new. It was stated that the symptoms resolved and patient was discharged on (B)(6).